Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for well over 30 days and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". In addition, it was also determined that the user was using a cartridge of strips that had expired in (B)(6) 2024. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date". The user also reported storing her cartridge of strips in the kitchen. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. Multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings were most likely due to the misuse of the strips. There is not enough information regarding the meter available to further investigate this case. Therefore, no resolution is available.

Event description:
On july 11th, the user contacted dario to report high blood glucose (bg) readings.the user, who is not diabetic, reported receiving high bg readings for a week, reaching over 300 mg/dl. Due to the above, the user went to the emergency room where her bg was tested and found to be 86 mg/dl, which the user stated is normal for her.